Event description:
Edwards received notification of a pascal in mitral procedure where the implant was opened but not attempted because during prep chattering was noted on device and device would not close. Decision was made to not implant another device. The procedure was completed successfully with the originally implanted device. Additionally, during product evaluation of the device, it was found that the thick cross section eyelet was assembled on top while the thin cross section eyelet was below.

Manufacturer narrative:
The complaint for unable to close implant was confirmed with objective evidence. A manufacturing defect was confirmed on the returned sample. In this device it was found that the eyelet with the thick cross section was incorrectly placed on top. The investigation concluded an incorrect eyelet orientation assembly process may have contributed to the issue. Since the thick cross section eyelet is intended to be placed below the other eyelet, reverse placement can result in angling of the eyelets causing interference with the actuation wire. In this device, the interference manifested as chattering when closing the device. Once more cycles were performed, the implant was eventually unable to close. Based on the initial interference indicated by the chattering, it is likely the eyelets were further deflected by the wire during the additional 7 cycles performed causing more of an interference and resulting in the eyelets locking on the wire. Assessment per edwards quality procedures concluded, no pra or CAPA was required. A retraining was conducted with the manufacturing operators on the implant attachment procedure, particularly on correct eyelet positioning. The device history record review was completed, and this device passed all manufacturing and sterilization inspections.